Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient noticed that the meter was reading inaccurately 4 days prior to contacting lfs when he obtained an alleged inaccurately high blood glucose result of 344mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He reported that prior to the start of the alleged issue, he was shaking. The reported that on an unknown date and time he administered an increased dose of insulin. No other intervention to treat the patient's symptoms was specified. He denied using any other device to test his blood glucose levels. During troubleshooting, the cca established that patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported based on the following conclusion: although the patient was symptomatic prior to the reported start of the alleged inaccuracy issue with the meter, it cannot be ruled out that the meter had been reading inaccurately high prior to this time, resulting in the increased medication which led to the reported symptom suggestive of an acute diabetes excursion.